Event description:
It was reported "customer was unable to attach needle to bd io drill. Metal disc/magnet on end of needle seems to have come off inside the drill socket, making the customer unable to connect another needle for a future procedure. Defect is on needle. When attaching a new bd io needle, it should magnetize to the magnet on the inside of the drill socket. In this case, the magnetic disc on the previous needle(s) disconnected from its place on the needle, and was stuck/magnetized on the inside of the drill socket." Additional info. Provided 02/24/2022: "the most important clarifying note is that this observation did not occur during a medical emergency call and it did not affect a patient outcome. During a recent morning checkout, ff/p was inspecting the driver. He noted that there appeared to be something stuck in the socket portion of the driver. What he found, after inserting a small tool to dislodge the foreign pieces stuck in the socket, was two metal discs from prior-inserted needle sets. These are the small metal discs that sit atop the needle hub that magnetize to the socket of the driver. It seems as if the driver can put enough torque on the plastic hub and it causes the metal disc to dislodge and remain magnetized in the socket. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the metal disc from the intraosseous needle becoming detached and remaining within the drill socket was confirmed; however, the root cause was not identified for this specific instance. The product returned for evaluation was two photographs depicting an intraosseous needle. The first photograph depicted the proximal end of the needle, with a pen being used to point to the metal disc intended to magnetically attach the needle to the drill. The second photograph depicted the drill socket. What appeared to be a detached metal disc was visible within the socket. While what appeared to be a disc from a needle appeared visible within the socket, it could not be determined when/how the disc became detached. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported "customer was unable to attach needle to bd io drill. Metal disc/magnet on end of needle seems to have come off inside the drill socket, making the customer unable to connect another needle for a future procedure. Defect is on needle. When attaching a new bd io needle, it should magnetize to the magnet on the inside of the drill socket. In this case, the magnetic disc on the previous needle(s) disconnected from its place on the needle, and was stuck/magnetized on the inside of the drill socket." Additional info. Provided 02/24/2022: "the most important clarifying note is that this observation did not occur during a medical emergency call and it did not affect a patient outcome. During a recent morning checkout, ff/p was inspecting the driver. He noted that there appeared to be something stuck in the socket portion of the driver. What he found, after inserting a small tool to dislodge the foreign pieces stuck in the socket, was two metal discs from prior-inserted needle sets. These are the small metal discs that sit atop the needle hub that magnetize to the socket of the driver. It seems as if the driver can put enough torque on the plastic hub and it causes the metal disc to dislodge and remain magnetized in the socket. "

Event description:
It was reported "customer was unable to attach needle to bd io drill. Metal disc/magnet on end of needle seems to have come off inside the drill socket, making the customer unable to connect another needle for a future procedure. Defect is on needle. When attaching a new bd io needle, it should magnetize to the magnet on the inside of the drill socket. In this case, the magnetic disc on the previous needle(s) disconnected from its place on the needle, and was stuck/magnetized on the inside of the drill socket." Additional info. Provided 02/24/2022: "the most important clarifying note is that this observation did not occur during a medical emergency call and it did not affect a patient outcome. During a recent morning checkout, ff/p was inspecting the driver. He noted that there appeared to be something stuck in the socket portion of the driver. What he found, after inserting a small tool to dislodge the foreign pieces stuck in the socket, was two metal discs from prior-inserted needle sets. These are the small metal discs that sit atop the needle hub that magnetize to the socket of the driver. It seems as if the driver can put enough torque on the plastic hub and it causes the metal disc to dislodge and remain magnetized in the socket. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.